Event description:
Report 2 of 2 received of multiple incidents of blood spillage from suction canisters. It was reported that on six occasions following surgical use, suction canisters were placed on top of the surgery case carts and transported to the decontamination area. During transport, the canisters have been "tipped over" resulting in the lids "coming off" reportedly, these incidents have resulted in blood and irrigation fluids spilling onto the surgical staff and operating room floors. A "slight delay of surgery" has occurred as the involved staff members have needed to shower and change their scrubs. No additional treatment has been required in any of the incidents. Though requested, no additional info was received.